Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 10-apr-2024, it was reported that the patient's tape was not sticking. Moreover, the patient had blood glucose level of 62 mg/dl. No further information was available.